Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient received treatment for anemia and suspect gi bleed. The patient's hemoglobin and hematocrit (h&h) began to downtrend. He was transfused three units of packed red blood cells (prbcs) which resulted in an initial increase in hemoglobin; however, levels began to trend down again. Gi was consulted due to positive fecal occult blood results. The patient was also noted to have a right medial thigh hematoma on recent CT imaging, for which vascular surgery was consulted. The vascular surgeon reported that the right thigh hematoma was unlikely to be the cause of the patient's acute drop in hemoglobin and decided against vascular surgery. The patient was subsequently taken for endoscopy. Results were negative for acute process. The patient was re-evaluated by gi on (B)(6) 2015 and was transfused 2 units of prbc's. Esophagogastroduodenoscopy (egd) results the following day showed no active bleed. The last report received on (B)(6) 2015, indicated that the patient continued to experience anemia requiring transfusions as needed. Of note, the patient's hospital course was also complicated by altered mental status (ams) and acute kidney injury (aki) on chronic kidney disease (ckd) requiring dialysis. No further information was provided.